Event description:
A post-market clinical follow-up (pmcf) anonymous survey was conducted for subject neuroform ez stent. The survey was conducted in china. During the survey, patient allergic reaction and patient intracranial hemorrhage was reported to have occurred. No further information is available.

Event description:
A post-market clinical follow-up (pmcf) anonymous survey was conducted for subject neuroform ez stent. The survey was conducted in china. During the survey, patient allergic reaction and patient intracranial hemorrhage was reported to have occurred. No further information is available.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. A post-market clinical follow-up (pmcf) survey was conducted for neuroform ez (device number unknown ¿ quantity 16), and responses (double blinded) from physicians was received on 11september 2024. The clinical specialists involved in the survey were from china, france, germany and united states. For neuroform ez the following complications were reported: all-cause mortality, allergic reactions, hemorrhagic events. In-stent thrombosis. The device was not returned as it was implanted. It cannot be confirmed if the device met specification, as the product was not returned. The as reported codes patient allergic reaction and patient intracranial hemorrhage are listed in the neuroform ez dfu as anticipated outcomes for these types of procedures. There was no indication of device malfunction or failure, therefore an assignable cause of anticipated procedural complication will be assigned to the reported patient allergic reaction and patient intracranial hemorrhage.